Event description:
A nurse at the ctr was using a kendall angel wing butterfly needle for a blood draw. The needle came away from the hub of the butterfly and had to be removed manually from the pt's arm. No adverse effects were noted and this incident was reported to the MFR for follow-up and testing. Other incidents have occurred where the safety hub of the butterfly mechanism that covers the top of the needle after completion of the blood draw fell off prior to the actual venipuncture procedure.